Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the patient had an unrelated procedure where the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external device and stimulation was lost. Troubleshooting was attempted by the company representatives to no avail. Surgical intervention may take place at a later date to address this issue.

Manufacturer narrative:
The event of a patient unable to connect with their ipg was reported to abbott. The system had not been set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may had been used. The ipg could not be recovered. As of (B)(6) 2023, the patient didn't have any plans for surgery. Since there are no further updates or interventions planned at this time the record would be closed. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The event of a patient unable to connect with their ipg was reported to abbott. The system had not been set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may had been used. The ipg could not be recovered. As of (B)(6) 2023, the patient didn¿t have any plans for surgery. Surgical intervention was undertaken wherein the ipg was explanted and replaced. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy restored.